Event description:
Site indicated: "(B) (6)2008: s/p removal r tkr & insert abx spacer."

Manufacturer narrative:
The reported event suggested that all other knee devices were also removed during the reported revision. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the revised devices cannot be performed as the devices were not returned to the manufacturer. Additional information has been requested and if available, it will be submitted in the supplemental report.